Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump for intractable spasticity and multiple sclerosis. As of (B)(6) 2015 the patient was in the hospital and was being diagnosed with sepsis. The patient¿s son was concerned that it may have been an incorrect diagnosis due to the pump. The son believed that the pump catheter had broken approximately 1 year ago. The son was concerned that a broken catheter would cause the patient to experience withdrawal from the baclofen and also then look like sepsis was causing the event. The son was unsure regarding the broken catheter and withdrawal. No further information or a follow up contact was provided. Additional information was received from a consumer providing patient information. The pump was tested the pump in the hospital and the results were unknown.